Manufacturer narrative:
Zimvie dental complaint: (B)(4).

Event description:
It was reported that the screw stripped in site #7. The bridge fractured, during removal of bridge noticed one abutment screw was stripped. Attempted cutting small slot and using screw tool to remove. Was unsuccessful.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the product was not returned, and the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specification and conforming when it left zimvie. DHR and complaint history review could not be performed since the lot/item reference number was unknown. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.